Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded the reported clinical allegation was caused by interactions between the device and other hospital monitoring or diagnostic equipment when the minute ventilation feature is programmed on.

Event description:
Approximately fourteen months later, this device was received for analysis.

Event description:
Boston scientific received information that the patient with this pacemaker had been hospitalized and was non-cardiac monitored. Reportedly, this patient was found non-responsive. It was suspected the patient had experienced a cardiac arrest. The patient was transferred to the intensive care unit and stabilized. Approximately three hours later, it was noted the patient's heart rhythm was tachycardia at 130 bpm. A magnet was placed over the device; the rhythm returned to 90 bpm. It was thought this was due to a pacemaker mediated tachycardia episode. A decision was made to leave the magnet on the device overnight and further monitor the patient. The following morning, interrogation revealed normal measurements. A review of the device memory did not reveal any ventricular tachycardia episodes had occurred; however three atrial tachycardia episodes were revealed. The device was reprogrammed. It was determined the tachycardia events were not pacemaker mediated tachycardia episodes. It was further determined that the issue was due to the minute ventilation sensor and interference from the respiration sensor this patient was connected to in the intensive care unit. Once the respiration sensor was disconnected, it was determined the device was pacing and sensing normally and no further issues were reported. Additional information was received. The following morning this device was re-interrogated. All measurements were within normal limits. It was thought the issue was resolved once the patient had been disconnected from the respiratory sensor as the device resumed pacing normally. No further issues were observed.